Event description:
The customer returned the laparoscope, gynecologic to the service center for a separate issue. During the device analysis, the service center identified that the device exhibited damage to the fiber bonding in the outer tube area (distal end). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause traced due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.